Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (battery life w/ moisture) issue. It was reported that there was moisture in the battery compartment. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 25-jul-2018 with the following findings: during a visual inspection of the pump, the battery compartment was observed to be cracked from the threads down to the case seal on the side. The returned battery cap was undamaged and able to fit securely to the pump. There was no evidence of moisture corrosion observed in the battery canister. A leak test showed a battery compartment leak. During testing, the ez-prime steps were performed correctly and the pump was exercised for 24 hours with no issues. Current draws measured within specifications. The pump case was removed and no evidence of moisture ingress or loose components was found. The pump data was unable to download due to an unrelated ir port failure. The complaint of a battery life issue was not duplicated during investigation.